Event description:
It was reported to resmed (B)(4) that an error message indicating battery fault was displayed and then astral device restarted. There was no patient harm or injury reported as a result of this incident. Reference MFR # 3004604967-2015-00013.